Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the device was removed from the packaging, the shaft was noted to be kinked. There was no patient involvement. No additional event or patient information is available. This event is being reported based on the analysis of the returned device which revealed a stent dislodgement.

Manufacturer narrative:
Product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: qa analysis revealed that the catheter was returned with blood visible on the outer member and on the balloon. There was fluid visible in the guide wire lumen. The stent was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There were two kinks in the shaft, one at the distal end of the guide wire exit notch and the other was 1.7 mm proximal to the guide wire exit notch. There were kinks noted in the proximal shaft due to the way it was returned. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that when the device was removed from the packaging, the shaft was noted to be kinked. Results from qa technician analysis confirmed two kinks in the shaft near the guide wire exit notch. If the balloon catheter is not properly supported during pushing or loading it through the rhv or onto the guide wire during procedure, it may result in kinks of this nature. In addition, the stent was dislodged and not returned. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture.the presence of contrast in the inflation lumen suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The protective sheath was not returned for analysis which may have aided in the investigation. The lot history record was reviewed and no non-conforming material reports were issued for this part/ lot number combination. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. No conclusive root cause can be determined; however, there does not appear to be a product quality problem. Product performance engineering will trend and monitor the experience circumstances. Several kinks in the proximal shaft were noted. There was no mention of this in the incident report and likely occurred during the packing/shipping of the device back to abbott for evaluation. All catheters are 100% inspected for kinks during the manufacturing process. This MDR is considered closed by the product performance group.